Event description:
Customer alleged that the unit was leaking cidex opa. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found fluid leaking from machine. The fse replaced the main pump valve and the disinfectant valve. The fse ran a cycle. The machine meets mfg specifications.